Event description:
The patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a loss of consciousness due to an inaccuracy at the low end. The patient reported that the low alarm was set at 80 and it alerted at 55. The patient reported that her coworkers called the paramedics and she was taken to the emergency room where she was administered glucagon and stayed overnight. At the time of the call to dexcom technical support, the patient reported having bruising.